Manufacturer narrative:
Section d4, h4, and h8: additional information manufacturer's investigation conclusion: the reported damage to the external driveline repair site gray tubing was confirmed via a photo provided by the account. The submitted log file contained data spanning from (B)(6) 2019 at 15:20:59 to (B)(6) 2019 at 08:24:32, per the timestamp. No notable alarms were captured, and the system appeared to have been operating as intended. The patient remains ongoing on (B)(6) and no further events have been reported at this time. The heartmate ii left ventricular assist system instruction for use and patient handbook explain that all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon the length of use and movement/flexing over time. Instructions regarding driveline care are discussed in both of these documents. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The approximate age of device: 5 years and 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that a cut was observed on the driveline and rescue tape was applied. Technical services reviewed the submitted log files, and no unusual events seen within the log file. No additional information was provided.